Event description:
Balloon burst inside the pt. Was not overinflated. Balloon that burst was 1285-30-11 (part of 1285-50-20). Referring to physicians statement the pt is doing well. The balloons are tested 100% during manufacturing. Pajunk as the MFR is testing several devices from the same manufacturing and sterilization batch. Valid results will be available in january 2007. Our experience is balloons do not burst because of device malfunction or overinflation. Test results are promising. Usually, sharp or coagulating instruments lead to a deterioration of the device. Warning notices are included in the user manual.

Manufacturer narrative:
The device is approved in the us (k012771), but has not been marketed yet. No device has been imported to the us.